Manufacturer narrative:
(B)(4). Device lot number was received (B)(6) 2018; evaluation is in progress. The device remains implanted. Therefore, direct product analysis was not possible. A second gore® viabahn® endoprosthesis was used (lot #17219475), and reported in manufacturer report #2017233-2018-00243.

Event description:
The following was reported to gore: on (B)(6) 2017, two gore® viabahn® endoprostheses were implanted in the patient's subclavian vein after a rib resection. The viabahn devices were found to be occluded, with fibrous stenosis formed in the middle of the devices. On (B)(6) 2018, arthrectomy was performed. The procedure was successful.